Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and oversensing on the right ventricular (rv) channel. The plan at that time was to reprogram the device and to lengthen the time until a lead revision would be performed. No asystole was noted. Boston scientific technical services (ts) discussed programming options. The device was later explanted and replaced, and continued noise was noted on the rv channel, as well as the right atrial (ra) channel. The ra lead was non-boston scientific. No additional adverse patient effects were reported.